Manufacturer narrative:
Device used for treatment and not diagnosis. No visible damages. The relevant dimensions were checked and discrepancy was found. The relevant feature is within the specification but at the limit of the tolerance. By this a slightly higher force may be necessary to move the device and the arm but a jamming or blocking of the clamp can be excluded. No manufacturing related fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional manufacturing evaluation was performed: per product development, it was requested a new 3d measuring program be created to measure the position to a, 0.1, from the 6.35mm slot, position 12 in the attached drawing. Now it was detected that the slot is out of specification as it is not deep enough. The deviation is 0.67mm per attached measuring protocol. Therefore this complaint now is valid from a manufacturing standpoint. CAPA (B)(4) have been opened.

Event description:
Prior to a mandibular distraction procedure, the hospital opened up the brand new distractor to use for the procedure. While putting the components together, the clamp wouldn't fit on the distractor arm, it was difficult to screw onto the arm. They tried a different clamp on the distractor and it worked. The surgeon was able to complete the procedure with no problem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).